Event description:
Unomedical reference number (B)(4). Event occurred in the netherlands it was reported that patient had high blood glucose value of 29.3mmol/l. She was vomiting and at that time her reading was 14.3 mmol/l. Patient's blood glucose at time of incident was 20.3 mmol/l. She had to go to the emergency room and was put on an intravenous (IV) on (B)(6) 2024. She stayed in the hospital for an hour and then she was allowed to go home. The bolus and insulin pen has been given to manage the high blood glucose. She had 1 plus ketone. No further information available.

Manufacturer narrative:
E1: patient city : (B)(6). Patient country: (B)(6).